Event description:
Customer stated that basal rates changed on their own. Does not remember changing these rates. Was hospitalized unconscious. Later customer changed basal rate back to md prescribed settings but this change had not registered at the time of this call. Troubleshooting did not reveal any unusual activity of customer or pump. Histories were consistent with settings.